Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. H6: complaint history review: a complaint history review was performed which indicated that there were no complaints found for the reported lot number. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed by quality engineering and it was determined that the drill bit device failed visual inspection. It was reported that the returned cutter¿s external features were visually inspected and it was observed that the cutter¿s tip was broken. The cutter was examined using 28x magnification. It was determined that the angle indicates that there was excessive force applied. Additionally, the cutter¿s thickness was measured and found to be within specification. It was determined that the reported failure was not related to design or material defects. It was further determined that the root cause of the customer¿s complaint of ¿cutters broke¿ was due to an excessive lateral or side-to-side force. It was noted that there was no other data to support an alternate defect to cause this failure. It was further noted that the information for use (IFU) states the following regarding the reported issue bent cutter: the operating manual states: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: drill bit device; (B)(6) 2021 as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Report 2 of 2 of the event. It was reported from (B)(6) that during a craniotomy surgical procedure to treat an occipital skull defect, it was observed that two drill bit devices broke while applying the central tenting to the bone fragment in order create an additional suture hole. It was noted that the bone fragment was pre-frozen and sterilized prior to the procedure and the bone fragment was drilled for a suture hole. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.